Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.  The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01077. It was reported the physician accidentally pulled one of the leads out of its original location during an ipg replacement (MFR#3006705815-2020-01065); therefore physician chose to replace both leads.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.